Event description:
Approx 1.5 weeks ago, the pt "snagged" the implantable neurostimulator (ins) when she got up from a chair. She felt a shocking sensation at the time and then lost stimulation. The pt still felt a shocking or jolting sensation at times even though the ins was turned off. The pt was at home. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.